Manufacturer narrative:
The pump alarmed pump error 37 during the rewind. Unable to perform the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the pump error 37. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window and case.

Event description:
It was reported that the customer received a pump error alarm. Customer was unable to rewind the insulin pump. Customer's blood glucose level at the time was unknown. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.